Event description:
The customer reported experiencing ongoing intermittent occlusion alerts with the tandem mobi system, often occurring during attempts to administer a correction bolus. This issue led to the use of multiple cartridges, resulting in the wastage of supplies. There was no adverse impact on her blood glucose level. The customer continued to use the pump for insulin therapy and a replacement pump was sent to resolve the issue.